Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mmx3.50mm target lesion was located in the severely tortuous and moderately calcified distal end of the left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but resistance were encountered and so the device would not cross the lesion. After withdrawing the device from the patient's body, the device was found deformed and the stent struts were lifted up. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with proximal stent struts slightly lifted. The undamaged stent outer diameter was measured the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mmx3.50mm target lesion was located in the severely tortuous and moderately calcified distal end of the left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but resistance were encountered and so the device would not cross the lesion. After withdrawing the device from the patient's body, the device was found deformed and the stent struts were lifted up. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was stable.